Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a sharp pain in the chest area after the implant of the implantable pulse generator (ipg) system. An echocardiogram and device check were performed and were normal. There was concern a possible microperforation may have occurred. The implantable pulse generator (ipg) system was explanted and a new system was implanted at a later date. No further patient complications have been reported as a result of this event.